Event description:
The rptr did back to back blood glucose tests, within 10 minutes, using separate finger sticks. The readings on the meter was 308 mg/dl, hi and hi. Rptr did not have any symptoms. The initial call states that the meter had never been cleaned. A control test could not be done due to lack of supplies. Follow-up attempts to reach the rptr for further info have not been successful.